Manufacturer narrative:
Discrepant result (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was failed: date: na; inratio: 1.5; reference: 1.9; mean: 1.7; confidence limits: 1.2 - 2.3. Na; 1.9; 2.2; 2.05; 1.3 - 2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. As reviewed on 01/21/2011, 39 discrepant results complaints were reported for lot # 243934 yielding a complaint rate of 0.029%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. This issue will be subject to tracking and trending. There is no report of serious injury or death. There is no comparable data included in the report. MDR will not be filed.

Event description:
Customer alleges discrepant result with meter compared to lab: date: unk; inratio: 1.5; lab: 1.9. Unk; 1.9; 2.2. Pt's target therapeutic range is 2.0-3.0. Meter and lab draws were performed approximately one hour apart.